Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl. The customer's other blood glucose was 44 mg/dl, 153 mg/dl. The customer was treated by glucose tablets and dextrose intravenous from paramedics. Customer stated that they were hospitalized due to atrial fibrillation. Troubleshooting was done for low blood glucose and over delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was over delivering. Customer stated that auto mode was not active. Customer stated that self test and audio test was passed. Customer declined to troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.